Event description:
It was reported pt was having device removed due to infection. The pt has spent the previous week in an outlying hospital due to (B)(6) cultured from boils on her legs/hip per physician's office. The pt was transferred to another hospital. It was stated physician assessed the pt and found a boil on her back and an open wound. The open wound was at the incision site from her previous baclofen pump surgery. In addition, it was noted that the catheter could be visualized within this open incision. The decision was made by the physician to remove her pump and catheter based on this finding. The pt will be hospitalized after explant. It was noted the pt and family did not want to consider having the baclofen pump replaced in the future. The drug in the pump was lioresal 2000 mcg/ml at a dosage of 900 mcg per day. The pt was doing well post explant. Additional info will be provided when available.

Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.